Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No unexpected numbers ramping or scrolling during testing. No moisture damage on the motor, battery tube, vibrator assembly and electronics. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was not performed. The device was returned for analysis.